Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from a email response indicates that the customer was provided a quote for repair but, did not indicate accepting the quote. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the therapy delivery test failed during ops check. There was no patient involvement.